Manufacturer narrative:
(B)(4). The microsensor was returned for evaluation: DHR review could not be performed because the serial number (B)(4) could not be associated to our lot numbers. So lot number is unknown. Failure analysis - the issue of the complaint has been confirmed: catheter material stretched, and internal wires broken at 1.7cm from connector film/foreign matter on sensor area that is not part of the manufacturing process no testing was possible. Based on the failure analysis, the root cause could be determined as a mishandling of the device.

Event description:
The facility nurse reported the microsensor failed after working initially. Icp express monitor error displayed: "no transducer detected please check the connection". No patient injury reported.